Manufacturer narrative:
The initial medical device report was submitted (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was capped and left in-situ which would have completed on (B)(6) 2012. No further information was available.

Event description:
New information received noted that the lead was capped on (B)(6) 2018 during device explant. The patient was stable perioperatively and was discharged on the same day of procedure.